Event description:
The nurse reported that tubing could not be recognized when injecting silicone oil during vitrectomy surgery. The surgery was completed after a new replacement was used. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and no obvious defects were found. A calibrated console representing the current software version was used to test the sample. The light emitted diode (led) rings on the console turned green as the viscous fluid control (vfc) connectors were engaged to the console indicating the proper communication between the probe and the console. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has determined that no further actions will be pursued at this time for this event. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).